Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. (B)(4).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 446 mg/dl on aviva meter (system 1) and 141 mg/dl on aviva meter (system 2). Customer was using the same vial of strips with both meters. No death or serious injury reported. Requested return of the alleged device for evaluation.